Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopic lithotripsy procedure in the upper ureter calculi, performed on (B)(6) 2022. During unpacking, it was found that the stent was fractured and it could not be used. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent was broken along the shaft and the coil detached/separated.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of stent shaft break. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the stent shaft is broke in two sections and suture hole is in good condition. Additionally, the suture and stabilizer was not returned. A photo was attached in the complaint record and it showed that the shaft and the renal pig tail are detached. A functional evaluation noted that a mandrel of 0.036" passed through the stent without resistance. Finally, during magnification, it was observed closely that sections where the different parts were separated also it was possible observed a kind of residues in the bladder pig tail. The reported event was confirmed. According to the event description and findings during the device analysis, it was possible to observe that the stent was manipulated, and the shaft broke in two sections. This failure could have been cause due to an interaction of the device with the suture string such as manipulation with other device (stabilizer) or excess of force applied during it use in the preparation. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopic lithotripsy procedure in the upper ureter calculi, performed on (B)(6) 2022. During unpacking, it was found that the stent was fractured and it could not be used. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent was broken along the shaft and the coil detached/separated.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of stent shaft break. Block h10: the device was not returned for analysis, however, there is one photo attached in the complaint record. The picture showed one polaris ultra ureteral stent, out of its original packaging and it was observed hat the photo matches with the complaint information. Additionally, the sheath and the renal pig tail were observed detached. If the complaint device is returned later, the investigation will be opened to address the additional evidence. No other issues with the device were noted. The reported event was confirmed. Based on the event description and information gathered from the customer, there is not enough evidence to determine whether stent shaft break and stent coil detached due to the physician's technique or the procedural during the reported event, or whether it was related to a device malfunction during the preparation. The most probable cause of the reported issues cannot be established due to lack of evidence. Additionally, without proper evaluation of the device, it remains unknown the most probable cause that contributed to the events. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopic lithotripsy procedure in the upper ureter calculi, performed on (B)(6), 2022. During unpacking, it was found that the stent was fractured and it could not be used. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent was broken along the shaft and the coil detached/separated.